Manufacturer narrative:
Suspect product discarded.

Event description:
On 18oct2021 an email received from a distributor advised an eye care provider (ecp) in (B)(6) reported a patient (pt) was diagnosed with redness and corneal opacities while wearing the acuvue® vita¿ for astigmatism brand contact lenses (cls). On 26oct2021 the reporting ecp provided additional medical information. The event occurred in (B)(6) 2021. The pt reported redness after using the lenses for 3 to 4 hours ou. After 4 days both eyes were still red. The ecp diagnosed the pt with corneal opacities in od and the os and the pt was referred to an ophthalmologist. The treatment is unknown. The ophthalmologist advised the pt not to use the lenses as a ¿resolution¿ and after 15 days, the pts eyes were fine. The ecp advised the ophthalmologist refused to share any additional details. No additional medical information was provided. No additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00n2n4 was produced under normal conditions. This report is being submitted for the pts od event. The event for the pts os will be submitted in a separate report. The suspect od cls was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.